Manufacturer narrative:
Investigation pending.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2010, inratio: 3.3, lab: 2.6. Date: ng, inratio: 4.9, lab: 5.1 (inratio retest/no lab).